Event description:
This rv lead was implanted on (B)(6) 2006 and remains implanted at this time. A product experience report stated that this rv lead was placed in ra port and is possible for off label use. The physician was dr. (B)(6) at (B)(6). No other. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).